Manufacturer narrative:
No material was returned for investigation. As lot information is not available, a review of complaint investigation data was not possible. A review of complaint and trending data did not identify any nonconformances related to the customer's allegation. All product batches are controlled with regard to quality requirements of the product prior to delivery. If all quality requirements are fulfilled in the quality control process, goods are released and ready for delivery. All non-conforming products are handled in accordance to iso 13485.

Event description:
It was reported that a coaguchek xs sofclix lancet device was broken. The softclix device was not lancing the patient's finger. The needle was protruding from the softclix device when the protective cap was in place. A yellow dot was appearing in the window when loading a needle into the device. The needle would not have been properly seated.

Manufacturer narrative:
The device was requested for investigation and a replacement product was sent to the customer. Occupation - the occupation is patient/consumer.